Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown cause. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown cause. This lead remains in service. No adverse patient effects were reported. Additional information indicates that this lead was repositioned due to dislodgement from patient movement. No additional adverse patient effects were reported.